Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The patient returned to the physician's office 8 days later complaining of groin pain. The groin was noted to have drainage and they were diagnosed with streptococcal infection of the right groin. Two days later the patient was sent home on unspecified oral antibiotics. The patient was admitted to the hospital, reportedly in a "diabetic crisis". The patient was noted to be hypoglycemic but the actual laboratory values were unknown to the reporter. There was no improvement in the condition of the patient's right groin and subsequently the patient was started on unpsecified intravenous antibiotics. The patient remains in the hospital and is said to be doing fine at the time of this report. Additional information has been requested, but has not become available.